Manufacturer narrative:
Sr# (B)(4). Analysis summary: the analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
It was reported that during a thyroidectomy procedure, the tip of the device stopped working. It worked for a short period during the case but then gave error code of instrument. Another device was used to complete the case with no pt consequence.